Event description:
When surgeon attempted to irrigate catheter. Fluid would not go in or out. Foley cath removed from pt, attempted same method of irrigating but nothing happened. Suspect an occlusion defect in catheter during mfg process. Reported to company as well.